Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was cracked and unreadable. Customer¿s blood glucose level was 504-505 mg/dl. Customer delivered a correction bolus via pump to address bg level. The customer reverted to manual injections for insulin therapy.